Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger did not function as expected, as the charging indicator light did not illuminate and the pump did not charge despite attempts with multiple outlets, and a replacement charger was sent as a goodwill measure. Symptoms included no adverse clinical effects. Outcomes included no reported impact on health or therapy. Investigation included a review of device performance based on user report and provision of replacement to restore charging capability. Investigation of this case revealed a suspected charger malfunction. It was concluded that the event involved a nonperforming accessory component, and device replacement was appropriate to resolve the issue.